Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The complaint device was not returned for examination. Based on the problem description , the guidewire was intact after removal from the pt. Therefore, it is probable that it was inadvertently left in the pt after the initial surgery. Per the info received, the incident did not appear to be product related. However, the root cause of the complaint could not be determined because the device was not returned for examination and the lot number was not provided.

Event description:
The doctor performed a bilateral rf venous ablation on (B)(6) 2014. The procedure went without documented incident. Patient presented to (B)(6) urgent care on (B)(6) 2014 with an inflamed right thigh and broken down incision with a wire sticking out of it. Urgent care physician removed the wire and bandaged. Wire is in possession of (B)(6) center and was verified to be an intact 45 cm guide-wire and does not appear to be product related.